Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least four applications were performed with the afapro28 balloon catheter with lot number 56680 without any issues on the date of the event. In conclusion, the reported clinical issue of phrenic nerve palsy occurred during procedure with no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when the position of the catheter was adjusted, phrenic nerve palsy (pnp) was observed. The case was switched and completed with radiofrequency. After the procedure, phrenic pacing was confirmed, however, the paralysis continued and it did not recover by the time the patient left the operating room. Later, incoming information indicated the patient was asymptomatic and still recovering when discharged from the hospital but had not completely recovered. There was no extension of hospitalization. No further patient complications have been reported as a result of this event.